Event description:
The surgeon was using the product and complaining it was dull/not cutting properly. He substituted a drill from another system and applied pressure; resulting in a reamer going through the patient's joint. There was no serious injury and the patient is fine.